Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, upon insertion, the sensor hit a nerve and the patient experienced ¿muscle spasms¿ and decided to remove the sensor. She took acetaminophen (twice, unspecified dosage) and ibuprofen (two 200 mg tablets), but it did not help alleviate the pain. On (B)(6) 2025, follow up contact was made with the patient to verify additional information. It was reported that on (B)(6) 2025, the patient consulted a physician and was prescribed oral muscle relaxant medication (tizanidine 4 mg, twice per day as needed). The patient and the physician attributed the muscle spasms directly to the dexcom use. On (B)(6) 2025, additional follow up contact was made with the patient and confirmed the symptoms had already subsided and she felt better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.